Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the paravalvular leak (pvl) was trivial and no treatment was provided.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with pre-existing complete right bundle branch block and a membranous septum length of 1.4 mm, a pre-implant balloon aortic valvuloplasty was performed using a 23 mm non-medtronic balloon. Subsequently, the valve was deployed for the first time to a depth of approximately 2 mm on the non-coronary cusp (ncc). Once pacing was stopped, complete heart block (chb) was observed. The valve was recaptured, re-deployed, and recaptured again. On a third attempt at deployment to a depth of approximately 0 mm on the ncc the valve was fully released. Per the physician, there were no issues with the depth on the left coronary cusp and the valve could not be deployed any shallower. The valve frame tilted in the direction away from the membranous septum upon release, but the depth did not change. Following the procedure, the patient's sinus rhythm did not return to normal. "Not much" paravalvular leak remained following the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: (B)(6), ubd: 13-jun-2026, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.